Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope® avl video baton 3-4, catalog: 0570-0313, sn: (B)(4).

Event description:
During patient procedure, the customer's avl monitor's screen went white. No backup device was used. No patient or user harm was reported.